Manufacturer narrative:
An event of embolism of the 4/2mm piccolo device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. A review of the measurements to confirm the correct selection of the device could not be performed as measurements were not received form the field. The cause of the reported event could not be conclusively determined. A CAPA was initiated for further investigation on the device embolization, per internal procedures.

Event description:
It was reported that on (B)(6) 2021, a 4/2 amplatzer piccolo occluder was successfully implanted in a 1.3 kg, (B)(6) old patient's pda intraductally. The sizing of the patient¿s pda was unknown. The implant result showed very little residual flow through the device. The device was not near left pulmonary artery (lpa) nor the aorta and the patient was doing well. On (B)(6) 2021, the device had embolized from its implant location. The device was successfully removed from the patient. A clot was noted in the lpa, with the alleged cause being due to the embolized device. The patient had some tricuspid regurgitation (tr) due to the retrieval procedure, but is expected to get better once the pulmonary embolism (pe) resolves over time. The cause of the embolization was unknown. A non-abbott device was successfully implanted to resolve the event. The patient remained hemodynamically stable throughout. The patients current status is stable. No additional information was provided.